Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a deep brain stimulation surgery, the health care provider (hcp) removed the stylet a lead. The hcp tried to reinsert the stylet in to the lead to adjust the lead placement, but was unable to reinsert the stylet. No patient outcome was reported.